Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the position sensor unit (psu) error indicator was lit. There was a malfunction. No visible damage was confirmed through visual inspection. The identified or suspected cause was unknown. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), g2: foreign country - japan. H3, h6: multiple fdd/annex a codes were reported. A05 was coded for position sensor unit (psu) error indicator was lit, malfunction. A1102 was coded for error indicator was lit. The 9735821r camera, lot p923307 was returned for evaluation. Analysis found there was physical damage. The returned position sensor unit (psu) had scratching on the housing. A check of the event log did not show any adverse events. The psu passed an accuracy test (aak) at .202mm with a passing threshold of .250mm. Codes b01, c07, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.